Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that per a chart review on (B)(6) 2018, the patient had not been charging their battery regularly since about (B)(6) 16 and it was noted that an interrogation of the device could not be done since that time and at each visit due to the device not being charged. Device interrogations were attempted on the following dates with results of the device not being charged: (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2017, and (B)(6) 2018. Additionally, it was noted that the device was not charged/scs not functioning when checked on (B)(6) 2017 and there was a depleted battery when checked on (B)(6) 2018. It was further noted that the patient had not been using the scs more than 1-2% back to (B)(6) 2015 and that on (B)(6) 2017, the battery could no longer be charged due to a lack of regular recharging by the patient. On (B)(6) 2018, the battery was depleted, and the physician stated the battery would need to be replaced, but the patient did not want to pursue this action at this time. It was noted that the patient had not used the stimulator since about (B)(6) 2016 and the patient would be discontinued from the clinical trial. The device diagnosis was a depleted battery and the clinical diagnosis was neck/headaches pain due to non-compliance with charging. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and due to subject non-compliance and the patient choosing not to recharge. The therapy was suspended, and the outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was corrected that the device diagnosis was that the ne urostimulator was unable to recharge and that the event was not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).